Manufacturer narrative:
(B)(6). Investigation summary: bd received both previously used and unused samples from the customer facility for investigation. The unused sample was inspected and the customer's indicated failure mode for excess blood in the flash chamber with the incident lot was observed. Testing of the unused customer samples was performed and excess blood in the flash chamber was not observed as all samples performed as expected. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and implemented. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for excess blood in the flash chamber with the incident lot was observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions have been implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions have been implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions have been implemented.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated had insufficient blood flow. No report of medical intervention or serious injury.